Manufacturer narrative:
(B)(4). The lot was manufactured from 08/16/2013 to 08/19/2013. A review of all batch record documents was performed. During the manufacturing process particulate matter was found in devices. Corrections were taken and all release criteria were met prior to the release of the lot. The device was returned for evaluation containing approximately 100 ml of solution in the bladder. Visual and microscopic inspection did not confirm the reported condition; as no particulate matter was found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle inside of a small volume intermate, at an unspecified location. This was noticed during filling of an unknown volume of meropenem. There was no patient involvement. No additional information is available.